Event description:
The international customer reported smoke emitted from the device during checkout. The unit was not in use on a patient. During evaluation, the manufacturers service technician reported the device would not start up via ac power and there was an odor of overheating. The service technician reported observing an overheated component on the cpu pcb board. The damage as reported may be indicative of a 35 volt supply failure. A 35 volt supply failure may result in a shutdown of the device during normal ventilation mode operation. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service completion pending.

Event description:
The manufacturers service technician replaced the cpu and power management pcb boards to address the reported problem. Applicable final testing was performed to operating specifications.

Manufacturer narrative:
.